Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported that during a craniotomy surgery, while utilizing a foot control device, compact speed reducer device, motor device, and perforator device together, the perforator device "did not stop" and "kept going until it went into the dura mater". The reporter stated that the device stopped before reaching the brain tissue. The reporter was unable to clarify which cranial bone was involved, whether the dura mater was damaged or torn, or if the device passed through the dura mater into the arachnoids or further. The report indicated that a serious injury occurred. The reporter stated that the patient had previous neurological damage and could not confirm whether or not additional damage had occurred. The report indicated that there was no medical intervention or prolonged hospitalization. A twenty minute delay was caused by the need to remove and isolate all devices involved with the event and to then retrieve, open, and set-up a new set of spare devices. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional information from the surgeon stated that the patient had a ¿very rough postoperative course but it was not due to the injury from the motor device¿. No specific interventions were required as a result of this event. It was stated that the surgeon believes the device malfunctioned because the clutch did not engage. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device passed all performance specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.